Event description:
It was reported the patient was not getting benefit as they were before. This had started in early (B)(6). In the beginning of (B)(6) the patient had their medication increased and they had felt better. No medical procedures were done and the patient had no falls. At the patient¿s last visit with their healthcare professional (hcp) on (B)(6) 2014, the right implantable neurostimulator (ins) battery was at 3.67v and the left ins was at 3.11v. The right ins therapy impedances were measured to be less than 2,000 ohms. On the day of this report the right ins battery was at 3.71v and therapy impedance was 929 ohms. The reporter did not know why the ins battery voltage jumped up from 3.67 to 3.71v when the hcp had increased stimulation from 3.2v to 3.3v. The lead configuration, pulse width, and rate were kept the same. The right ins longevity was calculated to be 59 months based on the ins be set to c+, 0- at 3.3v, 60 pw, and 170 hz. When the reporter attempted to interrogate the left ins the clinician programmer displayed an invalid serial number. The reporter saw no further messages when the ins serial number was entered, but the left ins was programmed to 3+, 0- at 210 pulse width and 30 hz. The left ins was then programmed to 0+, 2-, 3- at 4.0v, 180 pw, and 160 hz. Since mid-(B)(6) the patient had not been able to feed themselves. The patient was very sensitive to programming changes. At 2v the patient¿s face was affected. The left ins was turned off at the time of this report and the patient was back to baseline. The left ins battery voltage was then measured again and the ins displayed end of service (eos). The left ins was at 2.83v. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Refer to manufacturer report #3004209178-2014-24585.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were low-out of range impedance values. The patient¿s implantable neurostimulators (ins) were replaced on the day of the report and a short, less than 28 ohms, was noticed when the impedances were checked post-op between electrodes 2 and 3. This short was present prior to the inss being changed out; read as less than 50 ohms before. The patient used case and 0 for therapy, so the short pair was not being used in programming. The reporter did not know when the short was first noticed and first became aware on the day of the report. The other pairs were within the normal range. There were no concerns about the battery longevity for the explanted inss.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v441615, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v502832, implanted: (B)(6) 2011, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).